Event description:
Reporter stated that caller from account reported the programmed volume display on station 6 (yellow lead) is missing the top segments of the lcd and the total delivered display is missing the lower segments of the lcd. Also some other lcds are missing segments intermittently. Reporter had caller rub his thumb across the affected display -the problem persisted. The user was, advised not ato use the unit, but he said he would continue to use it until swap-out because he did not feel it is an accuracy issue. Unit was swapped out 10/22/96.